Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. It was reported that the pump had become very hot to the touch. It was noted that the battery compartment had a black substance inside. The reporter denied exposure to moisture. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/25/2014. Device evaluation:the device has been returned and evaluated by product analysis on 04/11/2014 with the following findings: during investigation, the battery compartment was found to be cracked. Corrosion was observed inside the battery compartment. A leak test was performed revealing a leak in the battery compartment. The pump was exercised for 24 hours with no overheating. The pump¿s current draws were found to be within specifications. The pump cover was removed and no further evidence of moisture damage was found. The temperature issue was not duplicated during the investigation.